Manufacturer narrative:
"Optimal duration of dapt after second generation drug-eluting stent in acute coronary syndrome." Https://doi.org/10.1371/journal.pone.0207386. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
From pooled analysis of three randomized clinical trials a total of 2,216 patient with acute coronary syndrome (acs) undergoing second-generation drug-eluting stent (des) implantation were selected. Each study randomized patients to a short-duration dual antiplatelet therapy (dapt) arm or a standard-duration dapt arm. Among des implanted were endeavor zotarolimus des and resolute zotarolimus des. Medication at discharge included aspirin,clopidogrel,beta blocker,ace inhibitor and angiotensin ii receptor blocker clinical outcomes during the first 12 months included cardiac death, all-cause death,myocardial infraction, stent thrombosis, target vessel revascularization stroke and minor or major bleeding.